Event description:
It was reported that the patient with this pacemaker had an infection from an infected morphine pump. There were no additional adverse patient effects reported. The pacemaker remains in service.